Manufacturer narrative:
The instructions for use for the suture-button repair system states the following: "postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device and bone." Although the patient may have intended to follow post-operative indications, they put their recovery at risk by electing to catch a falling child.

Event description:
The patient's distal biceps repair suture failed within the first two weeks when the recovering patient caught a falling child, requiring revision surgery.